Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient's leads were in their neck. It was reported that the hcp was call for cervical traction and manual manipulation techniques compatibility. The patient feels like their nerve was compressed and everything was really tight. There was also a report that they were getting stroke headaches. The hcp confirmed that the symptoms were not from the stimulation and the patient had no pain from the stimulator. They wanted to be careful around the patient's neck since they had already "broken a couple of leads." From the limited information, it was stated that two of the leads were broken and they shut them off. The patient notified their physician but it was unknown when the issue occurred. There were no medical symptoms reported related to the broken leads. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.